Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer's blood glucose was 135 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.